Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) after reporting they had received six shocks. Upon interrogation it was noted that the device recorded a code 1007 triggered indicative of capacitor charge time exceeding limitations. The charge time was found to be greater than 45 seconds. It was further noted that this crt-d had reached elective replacement indicator (eri) battery status approximately three months prior. Technical services (ts) was consulted and recommended device replacement as therapy could not be guaranteed, as well as a review of the associated right ventricular (rv) lead integrity at during replacement. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) after reporting they had received six shocks. Upon interrogation it was noted that the device recorded a code 1007 indicative of capacitor charge time exceeding limitations. The charge time was found to be greater than 45 seconds. It was further noted that this crt-d had reached elective replacement indicator (eri) battery status approximately three months prior. Technical services (ts) was consulted and recommended device replacement as therapy could not be guaranteed, as well as a review of the associated right ventricular (rv) lead integrity at during replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received, this crt-d was explanted and successfully replaced, however, it has not returned to boston scientific for further analysis.